Manufacturer narrative:
(B)(4). Damaged cable. Analysis summary: based on analysis results, this event is now determined to be a MDR malfunction. Visual and functional examination found that the cable was damaged at the amphenol connector clamp proximity.

Event description:
It was reported that during a laparoscopic nissen procedure, as the surgeon was attempting to use there was no energy to the handpiece. The foot switch was not working properly, it was working intermittently. No pt consequence reported.